Manufacturer narrative:
The team in (B)(6) did not save for analysis the impella pump. No in-house hemolysis testing could be done. The data logs were returned for analysis and do show that the impella pump was out of position for extended periods of time and exhibited wrong position alarms. The IFU does alert the operator to the possibility of hemolysis as: "positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis." Without benchtop testing for hemolysis the root cause of the hemolysis, supposed renal failure, and need for dialysis can not be determined. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) placed an impella 2.5 for a patient suffering from myocarditis. During the support the patient exhibited signs of hemolysis that prompted the team to adjust the pump position, infuse volume, and eventually put the patient on dialysis and explant the pump. The patient remained on dialysis after pump explant. The patient had received impella support for just over 42 hours.